Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus gn 18ga x 1.16in prn has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure after needle retraction.

Event description:
It has been reported that one pegasus gn 18ga x 1.16in prn has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it's noticed that safety shield activation failure after needle retraction.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8170002 records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers were able to successfully activate the safety device for returned sample, and found the device to function as intended. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.